Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose event. The customer¿s blood glucose was 28.0 mmol/l at the time of incident and a blood glucose reading of 20.0 at the time of call. Customer treated with insulin pump. Customer¿s parent stated that the customer was insulin resistant and it is hard for her to go back to normal blood glucose reading. Customer's parent declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.